Event description:
This is being filed to report the recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to a grade of 2+. On a later date the patient returned with the mr increased to 4+. The clips were confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2022. One clip was implanted reducing the mr to 1-2+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information cause of the reported mitral regurgitation (mr) is due to procedural conditions. The reported mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.